Event description:
The physician was using the cook disposable hemostasis clip in the duodenum. The physician went to grab the tissue and when they opened the clip, it was fine. However, when they closed the clip with the tissue obtained, one of the clip's arms wa missing. The clip was opened back up before attempting clip release. The physician took the clip device out of the endoscope. It was confirmed at that time that 2 wire strips and one clip arm were present. The second clip arm was missing. The physician confirmed the clip arm broke off in the duodenum. The physician left the detached arm to pass naturally through the gastrointestinal tract. Another clip (unk MFR) was used to complete the procedure. The pt is fine and in stable condition.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be confirmed. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.